Event description:
The customer reports, while preparing a 4k camera head for use, the image stopped working. During physical inspection/evaluation of the device, olympus confirmed the user's report. The image stopped working and displayed the error code e224 scope communication error due to a faulty cable unit. There was no patient impacted by this occurrence.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. Physical evaluation of the device confirmed the user's report. There is no image (and displays error code e224-scope connection error) due to faulty cable unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the cause of the image problem occurred due to faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.